Event description:
The power glide midline catheter malfunctioned. While the provider was removing the guidewire the device actually fell apart. Staff stopped immediately clamped the wire so that they would not lose it and called for a surgeon for removal. The surgeon responded but could not withdraw the wire and was forced to nick the pt skin to remove the cath and wire. At the tip of the needle appears a piece of the plastic cath. There was not a bad outcome, the pt was taken back to her room without event.

Manufacturer narrative:
A photo sample was received on 03/10/2014. The device has not been returned to the manufacturer, at this time, for eval. A lot history review (lhr) of rexl0833 showed no other similar product complaint(s) from this lot number.